Event description:
Zenith main body graft was introduced via a left femoral artery. During the deployment process, a minor adjustment was made to the table in order to better observe the contralateral side. Before deployment of the main body graft another injection of contrast was not applied ensuring the positioning of the graft to the renal arteries. Main body graft was deployed, not noting at the time that 1-2 millimeters of fabric material was covering the orifice of the left renal artery. Mid-procedure, the impingement of the graft upon the left renal artery was noticed. To resolve the restricted flow through the renal artery, another manufacturer's stent was deployed in the vessel and inflated. After the renal stenting was performed, good blood flow was observed to the left kidney. Clear visualization of the proximal portion of the main body graft showed the proximal gold marker had been pushed downward. After ballooning of the seal and junction sites patency of both renal and internal iliac arteries were noted. No endoleaks were viewed at the conclusion of the procedure.